Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified date and time, the device was programmed to deliver an unspecified concentration of vasopressin and the delivery was started. No specific programming parameters were provided. In 2008, at an unspecified time, the device sounded an audible alarm tone. During the alarm condition, the nurse noted that the pt's systolic blood pressure decreased to a "concern level below 60." The device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. No medical interventions were required. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.